Event description:
It was reported the multifocal intraocular lens was explanted 1 month after implant. Reason stated was the patient was not happy with their vision after surgery and requested to have the lens removed.

Manufacturer narrative:
A manufacturing record review was performed and met specifications. The intraocular lens was received, visual inspection shows a cracked optic. No other optical deviations could be found. A review of the complaint records revealed that no similar complaints from this production order were received. A product deficiency was not identified. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.